Event description:
Adverse event(s): "no pt impact was reported". (No consequences or impact to pt). Product problem(s): "missing item" (incomplete or missing packaging). The customer reported they opened a new atiop handpiece (single use pak) and saw that one piece was missing and they could not use the handpiece for anterior vitrectomy. They opened a new pak, and it was correct and the procedure was completed. No pt impact was reported. Add'l f/u info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4).